Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operation room for an unrelated procedure. It was noted that the atrial lead exhibited noise episodes and due to that mode switch episodes were seen. The noise could not be reproduced with isometrics. Upon flouroscopy it was noted that there was a kink in the subclavian area. No intervention was performed. Tha patient was stable and will continue to be monitored.